Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a helix mechanism unable to exit correctly after several attempts and dislodgement. Another ra lead was successfully implanted. Analysis was done and confirmed the lead was fractured. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant due to a helix mechanism unable to exit correctly after several attempts and dislodgement. Another ra lead was successfully implanted. Analysis was done and confirmed the lead was fractured. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.